Event description:
A customer contacted baxter's technical service center regarding a check final line alarm that appeared on the homechoice (hc) display during prime. During troubleshooting, the home patient (hp)'s caregiver (cg) revealed that the spike was not all the way in. The technical service representative (tsr) assisted with resolving the issue. The hp to connect at the completion of prime. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the cg regarding the reported problem, it was revealed that there was no loose connection, the only problem was that the hp did not pay attention while setting up. The patient stated they have been performing therapy fine without further complications.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for problem code connection issue for check lines and bags alarm due to spike not pushed in completely was not confirmed due to a lack of sample. A batch review was conducted on lot number, h10c16107, and no issues were found related to the reported condition during the manufacture of the lot. The root cause was determined to be user error due to the patient not checking that all connections are secure before beginning therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.